Event description:
Note: this report pertains to the second of two jagtome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that a jagtome rx 44 was intended to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During unpacking outside the patient, it was noticed that the cutting wire broke. A second jagtome rx 44 was unpacked outside the patient; however, the cutting wire also broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.